Event description:
The customer contact reported during testing at the user facility, the device alarmed with an e321 (battery charger timeout) error code. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Testing and investigation found an e321 (battery charger timeout) error code was noted in the device history but was not duplicated during testing. During testing it was found the battery would not hold a charge. This report represents all the information known by the reporter upon query by hospira personnel.